Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had issues with sensor and the insulin pump. The insulin pump would go into threshold suspend and she would wake up to treat her blood glucose but after 4 to 6 hours the insulin pump was still suspended. Customer's blood glucose level was around 600 mg/dl to 700 mg/dl. The device was not returned.